Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's drg lead at t12 migrated back into the center of the epidural space. As a result, the patient underwent surgical intervention wherein the lead was replaced with a new one and another drg lead was also implanted at l2. Effective therapy was restored post operatively.